Manufacturer narrative:
(B)(4).

Event description:
Servicing discovered and reported: during refurbishment, the aex generator failed the monopolar rf leakage current check. The measured value was 152 ma; however, the high limit is 150ma. There was no patient involvement, therefore patient information is not applicable.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: servicing discovered and reported: during refurbishment, the generator failed the monopolar rf leakage current check. Investigation conclusion: the reported issue was confirmed. Monopolar activation for coag 10 is producing a high rf energy leakage value due to a component failure on the rf board. The measured value was 152 ma; however, the high limit is 150ma. Minor cosmetic damage to the bezel was also observed, but without a functional impact. Repairing the component on the rf board restores normal function and returns values to within product specifications. Replacing the bezel returns the unit to acceptable cosmetic standards. If information is provided in the future, a supplemental report will be issued.

Event description:
Servicing discovered and reported: during refurbishment, the aex generator failed the monopolar rf leakage current check. The measured value was 152 ma; however, the high limit is 150ma. There was no patient involvement, therefore patient information is not applicable.